Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the hill-rom service center. There was no patient/user injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.